Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure the ultrasonic broncho fiber videoscope image jumps with error code e216 and upon disconnecting displayed error n359. There were no reports of patient harm.